Event description:
The complainat has reported that a female patient underwent at therapeutic ercp procedure with placement of a biliary stent in 2005 due to stenosis in the bile duct. The percuflex biliary drainage stent was removed in the following month. The removal was necessitated due to the position of the stent. The clinician indicated that the product may not have been completely removed from the patient, however, x-ray results showed no sign of any residual components of the biliary stent. The patient was reported to be in good condition with no complications or ill effects sustained.